Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the allofit trial shell broke during surgery. No medical data such as surgical notes or any other case-relevant documents received devices analysis - visual examination: the trial cup was returned for an investigation. There are several signs of usage visible, especially on the outer surface. Moreover, the threading is slightly damaged and seems to be smooth out. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of a trend review. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible - > a systematic issue with material properties would have been detected as part of a trend review. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> as no signs of corrosion can be seen. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the threads of the allofit impactor might have been damaged. - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as the threads of the allofit impactor might have been damaged. Conclusion summary: the damaged trial cup was returned for an investigation. One possible assumption might be that the thread of the allofit shell impactor ((B)(4)), which is screwed on the trial cup, was damaged. This might have led to a consequent damage of the thread of the measuring cup. The possible root causes for this error pattern are a material weakness of the straight design of the allofit shell impactor ((B)(4)) or a missing chamfer at the end of the threads for the straight as well as the curved design ((B)(4)). However, an exact root cause could not be determined, as no detailed information about the used allofit impactor is available. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon wa using a cup measuring instruments 54 during surgery on (B)(6) 2017. It was reported that this trial shell broke during surgery. No broken pieces fell into, no patient harm and no surgery delay have been reported.